Event description:
It was observed that during the device evaluation, the subject device exhibited light intensity measured out of specification, heavy dust inside unit, intermittent power surges, and debris inside socked air tubing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.